Event description:
A facility reported that the universal speculum holder/universal flexible arm (1362275) came apart when the surgeon mounted it to the table. The issue occurred prior to a stapedectomy procedure. As a result, there was a 30-minute delay of the procedure. However, no patient injury or death occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The universal flexible arm (1362275) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: based on visual/supplier evaluation, the universal flexible arm was returned in used condition with the tip broken off. The complaint reported by the customer was confirmed. Root cause analysis: supplier investigation identified that this issue may be the result of excess tightening and insufficient soldering at the end of the arm. Supplier corrective action has been initiated for this issue. In addition, a voluntary recall of this product was initiated by the company.

Event description:
N/a